Event description:
The facility reported a flogard infusion pump with a broken door. This condition had the potential to interrupt delivery. It is unknown when this condition occurred. There was no reported patient involvement. There was no report of patient injury or medical intervention needed in association with this event. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flogard infusion pump with a broken door was confirmed during product evaluation. The root cause of the reported problem was determined to be wear and tear to the pump head door. Service replaced the pump head door to correct the problem.